Manufacturer narrative:
It was reported that the reading of the arterial temperature, internal pressure (pint) and arterial pressure (part) stopped. The failure occurred during treatment. No harm to any person has been reported. The affected hls set was investigated in the getinge laboratory on 2024-06-03 with the following conclusion: during visual inspection, corrosion was detected on the temperature sensor board, as well as blood residue was detected in the area of the sensor housing. During functional testing, a complete failure of the temperature sensor was confirmed, as well as abnormal readings in the arterial pressure sensor, which could have been caused by the blood residue found on the sensor housing. The internal pressure worked correctly. The exact root cause is the corrosion found in the sensor housing, most likely caused due to liquid ingress of priming fluid, which also caused an electrochemical reaction that caused a disruption/interruption of the signal transmission of the sensors, and a temporal/permanent impairment of its readings. According to the instruction for use (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arterial temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). The production records of the affected product were reviewed on 2024-06-04. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "pressure and temperature readings stopped" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA. It was reported that the reading of the arterial temperature, internal pressure (pint) and arterial pressure (part) stopped. No harm to any person has been reported. Complaint ID# (B)(4).